Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed (B)(6) 2015. According to the complainant, the patient was reported to have a patulous cervix. A minute into the ablation phase of the procedure, a fluid loss of 12ml/min was noted during which the physician noticed the ray-tech sponge was wet. The procedure was not completed and a hysterectomy procedure was planned for the patient. No patient complication was reported as a result of this event.